Event description:
Caller reported during the night she woke up with high blood glucose levels. She found the tenderlink transfer set connector piece separated from the tube, insulin leaked out. Customer was not injured or needed help, she simply injected insulin and her levels went back to normal eventually. No adverse event reported. Infusion set not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.